Event description:
As reported by the user facility: over infusion. Ref: #8713050u, serial (B)(4), 1 item, reported (B)(6) 2013, occurred last week. Reports under infusion, drug unk, length of time unk, does know it was at chemo drug and set used 490036. MFR #9610825-2013-00346